Manufacturer narrative:
Exact date unknown, event occurred long time ago.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the ipg was replaced and moved to another pocket. The patient was doing well postoperatively and the explanted ipg was not returned due to hospital policy.